Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary - no product was received for evaluation. Also, x-rays are not available for review. Cause cannot be definitively determined. Evaluation: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that patient underwent total right knee replacement. During surgery, an im drill was used to open the canal in the proximal femur. At that time on withdrawal of the femoral canal it, could be seen that the tip had broken off within the canal. The introitus of the femoral area was slightly opened with a larger drill bit and then visualization could not be seen within the canal itself with a penlight. Fluoroscan was then brought in and a pituitary rongeur then placed within the canal. Under direct fluoroscopic visualization. This was removed and the drill bit was removed in one piece. The fluoroscan of the femoral canal showed no evidence of retained fragments. There was no patient harm. The physician noted in his report that several drill bits for the femoral im drill broke within and there was retrieval done under fluoroscan.